Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 580 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.